Event description:
There was an allegation of questionable sodium electrode results for 1 patient sample on a cobas pro ise analytical unit. The initial sample test had an invalidating data flag and no results were produced. The sample was repeated, and the results were 160 mmol/l and 157 mmol/l. The high results were questioned by the customer and the sample was repeated on another module, serial number (B)(6). The repeated result on the other module was 147 mmol/l.

Manufacturer narrative:
The na electrode lot number is dca68. The expiration date is 29-dec-2025. The field service representative found the root cause of the issue was a contaminated pathway. He cleaned the dilution vessel, tightened the vacuum bottle, cleaned the electrode block, cleaned the sipper and vacuum nozzles, and performed tests and checks with acceptable results. The investigation is ongoing.

Manufacturer narrative:
After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.